Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. Patient was fine and did not want to make any changes. Device remains implanted.